Event description:
After surgery (date and patient date unknown) the patient ((B)(6)) developed fever 39c, which lasted over 3 days and a subcutaneous blister. The patient recovered.

Manufacturer narrative:
(B)(4). Baxter medical assessment: apparently, fever and a subcutaneous blister occurred postoperatively after use of one kit of actifuse putty. Actifuse is supplied sterile and unlikely to cause infection. The reported fever is most likely related to the subcutaneous blister, which is located in an area remote to the application site (deeper in the tissue) of actifuse. It may also be the result of the postoperative local resorption process or other surgery related alternative causes. The subcutaneous blister has no reasonable causal relationship with the application of actifuse. Based on the existing clinical information, we cannot exclude that floseal has contributed to the reported fever. Multiple attempts were made to contact the reporter in an effort to receive the additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.